Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after releasing the leadless pacemaker, the physician felt it was unstable. The device was retrieved, and a new one was implanted. There were no patient consequences.